Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The reported patient effect of death as listed in the IFU, mitraclip ntr/xtr, u.s. (IFU) is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported death appears to be related to patient condition. There is no indication of a product issue with respect to manufacture, design, or labeling. Na

Event description:
Patient ID: (B)(6). It was reported that on 11/9/2018 this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). Two mitraclips were implanted reducing mr to grade 1. On (B)(6) 2019 the patient expired. The primary cause of death was cardiac. The mitraclip device relationship to the death is unknown as the patient moved out of state. No medical records were available. No additional information was received.

Event description:
N/a

Manufacturer narrative:
N/ah6: conclusion code 67 was listed in error and was removed. Replaced with conclusion code 4311.